Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 30 ml from the unicel dxh 800 coulter instrument. The leak was not contained within the instrument. The material safety data sheets (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protection equipment (ppe), consisting of a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the event. No death or injury was attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the securing ring on the distribution valve (dv) had worked loose allowing diluent to flow from between the sections. The fse cleaned the affected area, and reassembled the dv. The fse verified the securing ring was tight and the operation of the dv. The fse also ran checks without any further leaks or issues, and validated the system performance. Failure mode was related to a loose distribution valve. (B)(4).